Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during bilateral mastopexy surgery. Healthcare professional noted drainage,"residual redness" and "fat necrosis" on (B)(6) 2014, and would dehiscence on (B)(6) 2014. Healthcare professional described the event as "chronic bilateral open wounds of breast with exposed, unincorporated seri, "delayed healing' and "the wounds enlarged and walled off the seri. On (B)(6) 2014, pt underwent "excisional sharp debridement" procedure. Some of the seri was removed, but the majority of the device remains implanted. Pt was also treated with keflex.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of healing delayed and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.